Event description:
Primary surgery on (B)(6) 2012. Revision due to dislocation on (B)(6) 2012 (event reported in 1038671-2012-00085 and 1038671-2012-00086). Surgeon revised stem and femoral head due to peri-prosthetic fracture.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned to the manufacturer for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.